Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming pool with pump. Caller reported that insulin pump was left out to air dry and it was working fine. Customer's blood glucose was 585 mg/dl, due to removal of insulin pump, but stabilized the next morning. Insulin pump passed self-test. Caller was advised to monitor insulin pump.